Event description:
A malfunction alarm, identified by code malf 9, was reported. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, successfully reset the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reemerges.